Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the cuff could not be inflated prior to use.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and the cuff was inflated to 25mbar with a calibrated endo test meter. It was found that the blue cuff remained inflated while the pressure in the clear cuff dropped rapidly. The sample was then immersed in water and no air bubbles were observed coming from the blue cuff, however, bubbles were seen coming from the clear cuff. The area of leakage was found and it was observed that there was a small hole in the cuff. Based on the investigation performed, the reported complaint was confirmed. A small hole was found in the clear cuff on the device. Since the failure was detected prior to use on a patient, it was determined that the failure was most likely induced at the manufacturing site. A non-conformance was initiated to address the issue.

Event description:
The customer alleges that the cuff could not be inflated prior to use.